Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone that sensor went on sensor updating then change sensor, when he removed it its a bit curved sensor updating (guardian sensor 3). The sensor will be returned for analysis.